Manufacturer narrative:
"The event occurred on an unspecified date in (B)(6) 2023, reported as "the past couple of weeks." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps of an unspecified quantity of amia automated pd cycler sets was off the lines in the bag. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a loose green cap inside a closed pouch. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.